Manufacturer narrative:
Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture.

Event description:
A company representative reported their coolsculpting device produced a loud bang and 'flash' leaving marks on the back of the system.

Manufacturer narrative:
Corrected data: b2, d1, d8, d9, g1, g2, g4.

Event description:
A company representative reported their coolsculpting device produced a loud bang and 'flash' leaving marks on the back of the system.